Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two fragments of a certain® titanium hexed screw (item # iuniht) were returned for investigation. Visual inspection of the as returned product identified that the screw had fractured across the threads. There were noticeable signs of wear due to usage around the shank and the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # iuniht) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie / product holds for the reported device related to the reported event. Complainant reported that the screw fractured. The product was returned and the reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the abutment screw fractured.